Manufacturer narrative:
The field service engineer (fse) called and spoke to the customer to after reviewing the system's error logs. There were no errors pointing at the surgeon side console (ssc). The fse planned to complete a case observation with the surgeon who has been having issues to further troubleshoot. The fse ultimately swapped the left and right master tool manipulators (mtms) on both sscs. A review of the site's system logs for the reported procedure date was conducted by the technical support engineer (tse) during the troubleshooting call. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. There are no other complaints identified for the ssc documented in this report. No image or procedure video were provided for review. Based on the information provided, this complaint is considered a reportable malfunction due to the following conclusion: system unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a procedure change. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted hiatal hernia - paraesophageal surgical procedure, the customer reported that the surgeon was having issues with one of the surgeon side consoles (sscs) in the room freezing. The technical support engineer (tse) asked for more details, but the customer could not provide any. The tse reviewed the logs and found no associated faults. The surgeon moved to the second ssc and continued with the case with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.